Event description:
The customer observed the probe drip fluid on top of the foil of mts gel cards processed on the ortho provue analyzer during testing. The customer indicated that the probe was bent. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer detected the issue, aborted the run, and prevented the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site, verified the proper movement of the handler and the wash station were in good condition. The fe replaced the probe and performed probe alignment to return the instrument to expected operation. The customer performed quality control with acceptable results. No definitive root cause was determined.